Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on (B)(6) 2022 during which the existing leads were explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4) serial:(B)(4), batch: 6034637. Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.